Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant had some creases/folds on the anterior view. In addition, a tear was identified within one of the creases, measuring approximately 3.0 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient's capsular contracture was initially diagnosed during a physical examination on (B)(6) 2021. The left breast was characterized as firm and hard. The examination also found the both implants to be sitting higher on the chest wall with some of the breast tissue has dropped. This medwatch form is for the left breast prosthesis. Complication on the right breast/implant will be reported under mrn: 1645337-2022-00445.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information that indicated that the patient also underwent implant exchange with mentor implants, creations of subglandular pockets for placement of implants, and bilateral vertical mastopexies. On (B)(6) 2022, mentor received information that the replacement devices were the following: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9614999 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9574060 sn: (B)(6). On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, a photo analysis of the suspect medical device was completed: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On november 29, 2021, mentor received additional information indicating that the patient has been scheduled for a future date of explantation of (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and suffered from capsular contracture baker grade iii on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.